Event description:
Same case as MDR ID: 2134265-2015-04393 and 2134265-2015-04395. (B)(4). It was reported that in stent restenosis occurred. In (B)(6) 2013, the patient presented with unstable angina. Subsequently, index procedure was performed. The totally occluded, in stent restenotic, 58mmx2.25mm, eccentric, type c, diffused lesion with more than 2cm in length, with a <=45 degree angulation, and timi flow 0 target lesion was located in the mildly tortuous and moderately calcified mid and distal right coronary artery (rca). The target lesion was treated with pre-dilatation and placement of a 2.25x32mm promus element¿ plus and 2.5x38mm promus element¿ plus stents at 18 atmospheres. An additional unknown size promus element stent was deployed. Post procedure, timi 3 flow was restored with 0% residual stenosis. Five days post procedure, the patient was discharged. In (B)(6) 2014, in-stent restenosis in the mid and distal right coronary artery was noted. Subsequently, angiography and percutaneous coronary intervention (pci) were performed. In (B)(6) 2014, the patient's status was good.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).